Event description:
It was reported that a pump malfunction occurred, displaying malfunction code malf 12, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.